Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with "channel a cannot load tubing set" was confirmed and reproduced during product evaluation. This condition was caused by a defective channel a pumphead module. The channel a pumphead module was replaced to correct the reported condition. This involved a colleague p1.5 infusion pump with a user interface module master software version 6.13.92. This issue is being investigated through CAPA.

Manufacturer narrative:
The device is reported to be available for evaluation. Upon completion of baxter?s investigation a follow up medwatch will be submitted. (B)(4).

Event description:
This is a report to baxter (B)(4) of a colleague infusion pump in which the channel a cannot load tubing set, possibly caused by a misaligned pump head or damaged pump head module. This condition could have caused an interruption of delivery. The reported condition occurred before use. It is unknown if there was patient involvement, injury or medical intervention. The software for this device is currently not known. No additional information is available.